Manufacturer narrative:
(B)(6) 2018. Serial number not provided. (B)(4) field service engineer evaluated the device and the reported problem was confirmed. The customer was provided a repair quote. The customer declined repair.

Event description:
The customer reported that the device could not start due to a no power condition. There was no patient involvement reported. The event date was not specified; estimate used.